Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 09 jul 2025 from the nurse of a 45 year old male patient with a medical history of end stage renal disease, stating the patient experienced a headache, vomiting, decreased blood pressure, itching, and chills during a respite hemodialysis treatment on (B)(6) 2025. Treatment was terminated and the patient was administered 125mg intravenous methylprednisolone (solu-medrol) and 50mg intravenous diphenhydramine (benadryl). The patient was transported to the emergency department. Additional information was received on 11 jul 2025 from the nurse who stated the patient was observed in the emergency department and released same day. Per the nurse, the patient has recovered without sequelae and has resumed peritoneal dialysis (pd).